Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the scope elevator was positioned approximately 80%, it was seen on the endoscopy monitor that the cutting wire of the dreamtome was oriented in the wrong direction. The physician was still able to cannulate due to the direction of the dreamtome tip. Upon sphincterotomy, it was noted that the cutting wire broke. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. There was no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 44, with the same generator and active cord used. There were no user injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the scope elevator was positioned approximately 80%, it was seen on the endoscopy monitor that the cutting wire of the dreamtome was oriented in the wrong direction. The physician was still able to cannulate due to the direction of the dreamtome tip. Upon sphincterotomy, it was noted that the cutting wire broke. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. There was no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 44, with the same generator and active cord used. There were no user injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the working length was twisted at several locations. It was also noted that the cutting wire was broken and blackened. There was no other issue noted. Functional inspection was not performed due to broken cutting wire. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. On the other hand, the device working length twisted is an issue that could have been caused due to excessive manipulation of the device; interaction with the scope or with other devices. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint, since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.